Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. A longevity calculation was performed and found to be within longevity estimations. Testing on the automated test equipment found no anomalies. Device function was determined to be normal.

Event description:
It was reported that the device exhibited premature battery depletion.